Event description:
Customer reported that the instrument's reagent probe is not aspirating or rinsing.

Manufacturer narrative:
A service call was performed. The large syringe was replaced and the small syringes were inspected. All tubing connections were verified to be tight and there were no kinks in the tubing. The rinse pump test and piptest both passed; the instrument is operating within specifications.